Event description:
It was reported, that a cls stem 135 13.75 12/1 was implanted on (B)(6) 2012. The patient underwent a revision surgery on (B)(6) 2015 due to infection.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).